Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 551mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Advised the caller that the device would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The motor passed the motor test. The unit had missing end cap sticker.